Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing, clear passage testing and an underwater leak test were performed without noting any issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter: phone number - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the microbore catheter extension set's "hub" would not allow blood to be drawn. The devices one link was removed in order to draw blood. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.